Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed in the flags but was unable to be duplicated during troubleshooting. Upon investigation the wires within the monitor's connector were nicked, possibly causing an intermittent failure. The root cause for the nicked wires was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 204 (belt/monitor unusable).